Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, resulting in episodes of high ventricular rate (hvr). No intervention was performed. There were no patient consequences.